Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced bradycardia. The leadless implantable pulse generator (ipg) was reprogrammed. Post reprogramming, the leadless ipg exhibited some loss of atrial markers and the patient is now experiencing chest pain and agitation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no malfunction of the leadless ipg.